Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 29, 2024.

Manufacturer narrative:
This report is submitted on june 15, 2023.

Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted (date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.